Manufacturer narrative:
Internal reference number: case (B)(4).

Event description:
It was reported that when they reached the implant planning screen in a cori assisted tka surgery, the real intelligence cori notes an error message of internal problem (case (B)(4)). After they reset, it noted that the real intelligence robotic drill was disconnected and they cannot move forward (case (B)(4)). The procedure was finished with manual instrumentation without significant delays. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
Section h3, h6: the real intelligence robotic drill, p/n rob10013, sn (B)(6), used in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The drill would not function during the kpc test. Opening the drill revealed the drill motor drive shaft pin has backed out and jammed against the internal housing prohibiting drill rotation. The most likely cause of this event is the drive shaft pin loosened and backed out. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from israel, it was reported that when they reached the implant planning screen in a cori assisted tka surgery, an internal problem error message appeared. After they reset, the real intelligence robotic drill was disconnected and they could not move forward. The procedure was finished with manual instrumentation without significant delays. The patient was not harmed beyond the reported problem. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. H6: medical device problem code

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, p/n rob10013, sn(B)(6), used in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The drill would not function during the kpc test. Opening the drill revealed the drill motor drive shaft pin has backed out and jammed against the internal housing prohibiting drill rotation. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.